Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. The instrument was found to have an exposed electrode on one of the bases of the bipolar forceps grip. The unit passed the electrical continuity test. There were no signs of damaged insulation on the conductor wire. The complaint was confirmed by failure analysis. An additional observation not related to the customer-reported complaint was also identified. The instrument was found to have a scratch mark/abrasion on the edge of the bipolar yaw pulley. The scratch mark/abrasion was found on one side of the bipolar yaw pulley.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) instrument had a missing piece at the top of the instrument. The procedure was completed with no reported injury.